Event description:
It was reported during in clinic follow up that the left ventricular lead exhibited diaphragm stimulation which resulted in patient discomfort. The lead was capped on (B)(6) 2023 and successfully replaced. The patient was stable.